Manufacturer narrative:
All of the buttons on the insulin pump function properly; however, there corroded keypad traces were found. No button error alarm occurred during testing. The pump also passed the displacement, rewind, basic occlusion, prime, excessive no delivery, and occlusion tests. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker. The presence of the no light anomaly was confirmed during testing. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error after a battery change. The patient's blood glucose at the time of incident 56 mg/dl, which the customer treated prior to call. The customer's mother stated that the light was not coming on so the customer changed the battery and received the button error alarm. Troubleshooting was initiated for the button error alarm. The customer's mother did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.